Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was over dispensing the volume. Additional information received from the customer stated that they ran the unit at 400 rate and 100 ml into the graduated cylinder and the unit dispensed 110ml. There was no patient harm reported.